Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres within 1 minute. The device was removed using normal method without any issue and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.